Event description:
It was reported that the patient's lead malfunctioned over 16 years ago. Although a new vns system was placed, the old lead was never explanted. No other relevant information has been received to date.